Manufacturer narrative:
The suspect strips are no longer available.

Event description:
The point of care coordinator complained of erroneous results for 1 patient tested on inform ii meter serial number (B)(4). The initial finger stick result at 6:13 a.m. On meter (B)(4) was 357 mg/dl. A second finger stick at 6:14 a.m. On the same meter was 185 mg/dl. The patient was tested on a different inform ii meter with serial number (B)(4) and the finger stick result at 6:19 a.m was 216 mg/dl. The result of 357 mg/dl was thought to be incorrect. It was noted that quality controls were run on both meters within 24 hours and the results were acceptable. No adverse event occurred. The patient was not treated based on the result of 357 mg/dl. It is not known if the same vial of strips was used on both meters, or if it was two different vials of the same lot number. The suspect meter and strips were requested for return; however the test strips are no longer available.

Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. No information was provided in the complaint that would point to a cause for the discrepant results. No customer material was returned to complete the investigation.